Event description:
The customer reported being hospitalized with high blood glucose of 1200 mg/dl, and she was not aware that her insulin pump was out of insulin. Attempted to contact the customer to gather more information on the event with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.